Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew ii and the needle flag is not attached with it. Hence this complaint can be confirmed. Upon closer observation, it appears that the upper left jaw has been slightly deformed towards inside and the deployment shaft is slightly wobbling, which might cause misalignment. When the needle is jammed inside the device, it might have been pulled out from the distal end of the device which caused the needle to break. This operation is beyond the design intent of this device. This device is more than six years old and possibly has seen heavy use and repeated cleaning/ sterilization cycles. The failure of this device can be attributed to fair wear and tear combined with device misuse. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle was stuck inside of the customer's expressew ii flexible suture passer during a shoulder arthroscopy procedure. The case was completed with another like device. The sales rep was not present but reported no adverse patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.